Manufacturer narrative:
The ipg serial number is associated with a field advisory. Eval: results: as received, the device functioned normally. Further analysis was not performed as the cause of the reported complaint cannot be determined by product testing alone. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unhappy with the location of her ipg. The reason for the pt's dissatisfaction is unclear. The pt elected to have the ipg replaced during the procedure to revise the implant site. The physician removed and replaced the ipg on (B)(6) 2011.